Event description:
Information received through a legal source document from a patient's attorney stated that, after implanting the device, the device was found to have eroded into the patient's stomach and small bowel. The device was then removed. The patient experienced abdominal pain, nausea, adhesions, stomach pain, pain, suffering, impairment, loss of enjoyment of life, disability, mental anguish, anxiety, and discomfort. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".